Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that high impedances were measured during device implantation surgery. The reporter stated that post lead tunneling, the health care profession (hcp) successfully received motor response on all contacts at amplitude <(><<)>2.0 volts. It was stated that the lead was inserted into the connector block head easily and the setscrew was tightened. The reporter further stated that the hcp removed, wiped, reinserted, and visualized proper lead/device connection twice. It was stated that >4,000 ohms was recorded on "all or some unipolar pairs." After increasing the test values and rerunning the impedance test, it was stated that the reading was ">4,000 ohms on some of the bipolar pairs." It was noted that the test values were increased for a second time and impedances were retested, the electrode pairs that were > 4,000 ohms were: c/2, c/3, o/2, o/3, 1/2, 1/3, and 2/3. It was noted that the hcp would revise all or part of the system in needed. Subsequent information received later that day reported that the patient experienced a lack of stimulation. It was noted that the patient was in recovery and unable to feel stimulation. It was stated that the high impedances did not resolve and the patient could feel stimulation on c/0, c/1, and 0/1, but no other contact pairs. It was stated that hcp decided to go back. The hcp rechecked all contacts and verified lead integrity. The lead checked out "ok" and the device was tried again, with still "no response." A new device was placed and worked "great for the patient." It was later reported, at the beginning of (B)(6), that the patient recovered without sequela. No patient injury.

Manufacturer narrative:
Product ID, 3889-28 lot# va01mcp, implanted: 2012 (B)(6), product type lead. (B)(4). Analysis of the device, model # 3058, serial # (B)(4), found that the setscrew was backed out too far.